Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip did not show damage. Report with patient identifier (B)(6) documents a different instrument that had the same issue in the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clips. A fragment fell into the patient and was retrieved during the same case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there were two different instruments used during the same case with the same lot number. The issue occurred during the procedure. There was no harm or injury to the patient. There was a delay of less than a minute. There was no damage noted upon initial inspection. The event caused the clip to fall into the patient. The clip was retrieved during the same procedure. The type of clip used was a large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first clip application attempt. The surgeon used a backup to resolve the issue. There are no photos or videos for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis was performed: initial findings were not confirmed. The large hem-o-lok clip applier instrument did not exhibit any damage (bending or otherwise) on the grips. The instrument held the clip perfectly fine and passed the clip test in multiple attempts. No issues were found with the instrument.